Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. Contact information for a new follow up contact for missing information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information from the nurse reported that that the event occurred on (B)(6) 2017 following an ins replacement, and that the cause of the high impedances remains unknown but the patient is going to continue to be monitored. There were no related symptoms and the patient weight at the time of the event is unknown. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about an unknown patient. It was reported that a manufacturing representative was made aware of a patient with contacts showing impedances over 40,000ohms. It is unknown when the event occurred.